Event description:
Boston scientific received information that this transvenous right ventricular (rv) rate/sense lead was oversensing noise, leading to numerous declared episodes. Lead impedance measurements remained within normal range, but when viewed under fluoroscopy, the lead appeared to be fractured.

Manufacturer narrative:
A lead revision procedure was performed, during which this chronic rv rate/sense lead was surgically capped and abandoned. The physician elected to uncap and utilize the rate/sense portion of the patient's rv defibrillation lead. When induced, this lead exhibited good sensing. No adverse patient effects were reported as a result of this event. This event will be updated if any additional information becomes available.